Manufacturer narrative:
The investigation of priming issue has been completed. The pump was returned for investigation. The pump and purge cassette were successfully primed for 15 minutes without any issues. No other issues were observed. There was no issue found during the case. The device functioned/operated to specification. G1 reporting contact email revised on manufacturer device report 1220648-2024-23592 in accordance with updated procedures.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump support being initiated for an acute myocardial infarction/cardiogenic shock patient. The pump failed to appropriately purge so the pump was removed and replaced. No harm or injury was noted. The patient survived the explant.